Manufacturer narrative:
Product event summary: the device was returned and analyzed. There were no anomalies found.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was turned on prior to use. The device delivered multiple shocks and was not implantable because the battery was depleted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.